Event description:
Pt reported having higher than normal blood glucose levels since (B)(6) 2010. Pt stated the infusion device fell hard on the ground that day. Pt reported the infusion device did not give any error messages or alarms. Pt's normal blood glucose value is around 6.0 mmol/l (108 mg/dl). Pt stated since that day her blood glucose values have been 10 mmol/l (180 mg/dl), 12 mmol/l (216 mg/dl), and 15 mmol/l (270 mg/dl). Pt reported giving herself extra boluses via pen. Pt stated she switched to the backup infusion device and has been using it for 3 days now and her blood glucose value is normal now. Pt reported she thinks the infusion device is not working properly any more. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.